Event description:
Additional information received indicating that another red alert for low pacing lead impedance was detected. This is an ongoing issue. At this time, the cause was not conclusively identified and the system will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low pacing lead impedance (pli) which was detected via patient remote monitoring system. Likewise, no oversensing was noted for this patient. Boston scientific technical services (ts) discussed troubleshooting measure to make sure that there is no insulation issue. Additional information indicated that the patient was contacted by the clinic personnel and was being sheduled in the clinic of an unknown date. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.